Event description:
Medtronic received information regarding a pipeline flex with shield that had resistance in a marksman microcatheter. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left c7 aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 9mm. Vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). During delivery the pipeline had resistance in the middle and distal segment of the marksman microcatheter and became stuck. It was noted the catheter was flushed per IFU. The devices were removed together from the patient. There was no damage noted to the pipeline pushwire. It was unknown if there was any damage to the marksman microcatheter. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box, within an opened pipeline flex outer carton ((B)(4)), and within a dispenser coil. The pipeline flex embolization device was returned within the marksman catheter. Visual inspection/damage location details: the pipeline flex pusher was found bent at ~39.0cm and ~40.5cm from its proximal end. The pipeline flex pusher was found extending out from within the marksman catheter hub ~83.5cm. The marksman catheter body was found accordioned from ~7.5cm to ~23.0cm from the proximal end of the hub. The marksman catheter body was found kinked at ~24.0cm and ~17.5cm from the distal tip. The marksman distal marker/tip was found in good condition. The pipeline flex embolization device could not be removed from within the marksman catheter. Therefore, the marksman catheter was dissected (cut) to remove the pipeline flex embolization device. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing intact. The pipeline flex pusher was found detached at the distal hypotube weld (solder joint). No damage was found with the pipeline flex pusher resheathing pad. The pipeline flex braid proximal end was found damaged (frayed) and not fully open (tapered). The pipeline flex braid distal end was found damaged (frayed), but open. No damage was found with the pusher sleeves; however, the tip coil was found loose (detached) from the distal core wire (solder). Testing/analysis: the marksman catheter total length was measured to be ~157.5cm and the useable length was measured to be ~150.0cm which is within specification (specification: 150cm ± 3cm). The detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ report was confirmed. The investigation determined that this event was similar to those already investigated, and another investigation is not necessary. Based on the investigation conducted, resistance can occur during the device's tracking, deployment, and re-sheathing in distal and tortuous anatomies. In this event, it is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to these events. From the damages seen with the marksman catheter (accordioned) and the pipeline flex pusher (pusher stretched/separation) it appears force was used. Regarding the solder joint separation issue, this event is similar to events that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, solder joint separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed the presence of soldering material (tin), thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n was performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to a specification that led to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. If information is provided in the future, a supplemental report will be issued.